Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set tubing detachment event on (B)(6) 2025 while sleeping. The insertion site was right abdomen. The infusion set was in use for one day. No further information available.